Event description:
It was reported that " the surgeon found that could not be driven in". To continue the procedure, the medical professional changed to a new set. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that " the surgeon found that could not be driven in". To continue the procedure, the medical professional changed to a new set. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit for investigation. Biological material was observed on the cartridge. The cartridge was returned with no clips remaining. The applier associated with the reported failure was not returned. Biological material was observed on the cartridge. No other defects or anomalies were observed. Functional inspection could not be performed, as no clips were returned in the returned cartridge. For this reason, the reported complaint could not be confirmed and conclusively linked to a manufacturing or device issue. It is possible the root cause is related to the applier that was used, but the applier was not returned for investigation. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "ligation failure-clip not closing" could not be fully confirmed based on the returned sample. The customer returned one unit of 002200 horizon ti med 6/cart 180/box for investigation. The cartridge was returned with no clips remaining. For this reason, a complete functional inspection could not be performed, and the reported complaint could not be conclusively linked to a manufacturing or device issue. It is possible the root cause is related to the applier that was used, but the applier was also not returned. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.